Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they never received a call from a company representative (rep), so they had an appointment to have the "machine" removed. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Additional information indicates that the following codes are applicable to the event. (B)(4).

Event description:
The patient reported on (B)(6) 2016 that they needed to have it taken out and has had nothing but problems with it. It burned and shocked really bad for no reason, but the main thing was that it burned them inside their stomach. They stated that when the implantable neurostimulator (ins) was replaced, they put it in his abdomen. It had previously been in his back. The burning and shocking were at the ins site, and were noted to have occurred in (B)(6) of 2015. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Product ID: 97740, serial#(B)(4), product type: programmer. Patient product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that for the "last couple of weeks" prior to report the patient felt burning at the implantable neurostimulator (ins) pocket area. The burning slowly subsided when the patient turned the ins off but it was noted that as soon as the patient turned ins on the patient felt the burning. It was noted that the patient had the ins off as of the date of report. It was also noted that the patient did not have a doctor that worked with the device. The caller did not have a doctor to refer the patient. It was later reported that the ins was interrogated and "all seemed okay with the system." It was noted that impedances came back okay. It was noted that movement did not cause stimulation to change. It was noted that there was a burning sensation at the ins location. It was reported that the patient called (B)(6) 2014 because of burning in pocket even when the ins was off. It was noted that had been the case for a month. It was noted that the burning was worse when charging and the stimulation was on. However, the burning was still there when the stimulation was off. The patient had not been using the stimulation in the last month but the patient charged (B)(6) 2014 to make sure that the ins would be able to communicate for troubleshooting. There was no report of accidents, trauma, or weight loss. The ins felt solid in the pocket and all impedances looked fine. The burning sensation stayed the same regardless of position. It was noted that the pocket looked okay. It was noted that the patient went to a neurosurgeon to report and get an image but the patient was sent to the follow-up doctor. The follow-up doctor recommended imaging be done by the neurosurgeon. It was later reported that after checking impedances while the patient was supine, sitting, sitting leaning forward it was determined that there were no issues there. The patient reported burning in the pocket even when off. The patient stated that he had it off for "approximately" a month. The patient stated that he charged it the night prior (B)(6) 2014 in order for the manufacturer representative to see him. It was noted that the ins was charged. The patient stated it was "all he could stand" due to the burning. The incision site looked slightly bruised on one corner where there was a slight protrusion but otherwise unremarkable. The patient's wife said she pulled out a stitch recently but that did not seem to be the issue. It was left that the patient would get a referral from his pcp to a different neurosurgeon in town. It was recommended that the patient get a CT scan in order to look at nerve irritation or any other possible reason for this discomfort. The manufacturer representative was called by the doctor and it was reported that a referral came into the doctor's office. It was noted that doctor had retired. The manufacturer representative then called the wife and was given options to call (B)(6). The manufacturer representative asked to be kept information and told the patient they could help in other surrounding areas if needed. The patient was not using the device and was not getting effective therapy as of (B)(6) 2014. Until the cause of the burning was determined, the patient did not plan on using the device.